Manufacturer narrative:
Initial reporter facility name: (B)(6). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 30654778 and lot number 0218163. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered. The customer reported the following: "we have received a complaint from the FDA that was submitted by you with the product information which states, ¿after obtaining IV access on a patient receiving appropriate blood return to ensure proper placement, a staff member utilized a 3ml saline flush. The staff member flushed half without difficulty and then hit resistance with 1ml left. There was no signs of vein blowing or poor access. Purchasing was notified and the lot of flushes was pulled from stock. There was no apparent harm to the patient from this.¿ after a follow up then the next information was provided: reached out and the information below was provided: ¿for the saline flush that I sent a report on, unfortunately staff threw out the product. The only information I had was that it was: 3ml saline flush. Manufacturer: covidien. ID: ref306547. Lot #: 0218163¿. The original complaint describes a 3ml; later the information provided calls for a 10ml (306547). The difference in size of a bd 3ml and 10ml syringe is very noticeable.

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 30654778, batch no: 0218163. After obtaining IV access on a patient receiving appropriate blood return to ensure proper placement, a staff member utilized a 3ml saline flush. The staff member flushed half without difficulty and then hit resistance with 1ml left. There was no signs of vein blowing or poor access. Purchasing was notified and the lot of flushes was pulled from stock. There was no apparent harm to the patient from this.